Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise stores as high ventricular rate (hvr) episodes, resulted in pacing inhibition. On (B)(6) 2026, the physician elected to cap and replace the rv lead. The patient was in stable condition throughout the procedure.